Manufacturer narrative:
Initial reporter name is unknown. Event occurred in (B)(6). Therapy indicated implant for parkinson's, which is off-label use of the interstim ii device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for parkinson¿s. The patient¿s surgical wounds did not heal, so the device was explanted on (B)(6). It was noted there was not greater than 50% symptom reduction. Troubleshooting for the issue was unknown and the cause was also unknown. Components involved with the issue were sacral neuromodulation (¿snm¿). No further complications were reported or are anticipated.

Manufacturer narrative:
Additional info indicates the device was not implanted for an off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the patient was implanted for urinary frequency, urgency, and urinary incontinence not parkinson¿s.